Manufacturer narrative:
Visual inspection confirmed that the screw was fractured. The review of the DHR did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr reported abutment screw fracture after redesign of the restoration.